Event description:
A lawsuit alleged that "as a direct and proximate result of the acts and omissions" of medtronic, the patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death." It is alleged that the patient "had an increased risk of death or major cardiovascular events." It is also alleged that the patient "sustained severe physical injuries and death, severe emotional distress, mental anguish". Further alleged the patient "suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, loss of capacity of the enjoyment of life, shortened life expectancy." Review of manufacturer's database verified patient's death. There is no allegation by a healthcare professional that the patient's death was device related. The cause of death has been researched and not yet received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.